Manufacturer narrative:
G4: 24aug2020. B4: 25aug2020. The replaced user interface assembly was received for internal failure analysis. It was determined that the burnt out cold cathode fluorescent lamp (ccfl) backlight caused the reported dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2020.

Event description:
The customer reported a dim display. There was no patient involvement. Technical support advised the customer to replaced the user interface assembly. The customer reported that replacing the user interface assembly resolved the problem.